Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced an inappropriate shock on (B)(6) 2024 and a second one on (B)(6) 2025, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to oversensing of t-waves, noise and changes in morphology. A request was made to have data from this device analyzed. Rhythmcare reviewed data, noting 2 episodes of inappropriate therapy is linked to changes in morphology, with over-detection of t-waves. The device has been programmed to the primary vector since implant. Rhythmcare provided recommendations for programming changes to another vector and perform troubleshooting at next visit. The device remains implanted. No adverse patient effects were reported.